Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rotawire tip fractured. The target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr was used for treatment. Following treatment of the lesion, the rotawire was withdrawn and it was observed that the tip of the rotawire was caught on a stent or in a side branch vessel. The distal tip was noted to be fractured and an attempt was made to remove the fractured tip using a retrieval wire however, failed. The physician then secured the fractured tip against the vessel wall using a drug-eluting stent and was successful as confirmed through angiography. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire was broken in the middle (the distal tip was not returned), 310.8cm from the proximal section. Also it has the body kinked in the middle of the device. The overall length couldn't be measured due to the device condition (wire broken). The outer diameter of distal tip couldn't be measured as the tip was not returned. All other outer dimensions are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a rotawire tip fractured. The target lesion was located in the left anterior descending artery. A 330cm rotawire¿ and a rotablator burr was used for treatment. Following treatment of the lesion, the rotawire was withdrawn and it was observed that the tip of the rotawire was caught on a stent or in a side branch vessel. The distal tip was noted to be fractured and an attempt was made to remove the fractured tip using a retrieval wire however, failed. The physician then secured the fractured tip against the vessel wall using a drug-eluting stent and was successful as confirmed through angiography. No further patient complications were reported.